Event description:
Further information was received on (B)(6) 2012, when the physician reported that he does not believe the patient's settings have changed when he goes through anti-theft devices and that in fact the physician has not seen any abnormal change in the patient's settings whatsoever; the patient's settings are always where he programmed them to. The patient had battery replacement on (B)(6) 2012, due to end of service. Attempts were made for the return of the explanted generator to the manufacturer for product analysis but it has not yet been received. A blc was performed which showed a negative amount of time remaining until the elective replacement indicator shows as "yes".

Event description:
Additional information was received on (B)(6) 2012, when product analysis was completed on the explanted generator. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period; the device was not at end of service. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. It was also discovered that the reason for battery had been replaced for prophylactic reasons.

Event description:
On (B)(6) 2012, a vns patient reported that his settings change when he passes through anti-theft devices. The patient stated that he knows this because when he goes for a follow-up with his physician, his settings are different. Additional information has been requested from the physician but no further information has been received to date. The programming history database was searched and on (B)(6) 2011, a generator diagnostics test was performed which changed the patient's settings. However, the patient was interrogated afterwards and the changed settings were corrected prior to the patient leaving the office visit. The generator diagnostics test showed results of output=ok/lead impedance=low/dcdc=1/eos=no. The next most recent diagnostics test was a system diagnostics test from (B)(6) 2006, which showed output=ok/lead impedance=ok/dcdc=2/eos=no. The patient's most recent settings were output=2ma/frequency=30hz/pulse width=130usec/on time=60sec/off time=3min/magnet output=2ma/magnet pulse width=250usec/magnet on time=60sec from 6/16/2011.

Manufacturer narrative:
Type of report, corrected data: inadvertently did not check "30-day" on initial report.

Manufacturer narrative:
Analysis of programming history.

Event description:
Additional information was received on (B)(6) 2012 when the generator that had been explanted due to end of service was returned to the manufacturer for product analysis. Product analysis is still underway and has not yet been completed.